Event description:
It was reported that on (B)(6) 2010, pre-dilatation was performed with a non-abbott dilatation catheter. A 3.5 x 28 mm xience v stent system was advanced into the patient anatomy and the stent was implanted in the mid right coronary artery (rca). A 3.5 x 18 mm xience v stent system was advanced into the anatomy and the stent was implanted in the rca with part of the stent placed so that it was extended from the ostium of the rca. Intravenous ultrasound was performed and post-dilatation was performed again on both stents. Although the stent struts of the 3.5 x 18 xience v extended out of the rca, it was felt that this would not cause any problems and the procedure was completed. On (B)(6) 2011, a scheduled 8-month follow-up was performed of the implanted stents. A non-abbott catheter was advanced into the patient anatomy and resistance was met in the ostium of the rca; the catheter was withdrawn from the rca. The catheter was then advanced again into the rca, without resistance, and coronary angiography was performed. No anomalies were noted. The catheter was removed from the vessel, without resistance; however, resistance was felt when the catheter was being removed through the sheath. When the catheter was removed, it was noted that the 3.5 x 18 xience v stent that had been implanted in the rca was caught on the tip of the catheter. The stent was examined and the physician noted one of the stent struts was loop-shaped and loosely caught on the tip of the catheter, not firmly stuck on the catheter tip. The resistance was noted when the catheter was advanced the first time, but no other resistance was noted until it was removed from the sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The physician did not consider that the stent had become dislodged until it was found on the catheter tip. It is uncertain when the stent became caught on the catheter tip; however the physician believes it was caught when the catheter met resistance when first advanced. Coronary angiography was performed again and the final intravenous ultrasound revealed no problems. Tissue was noted on the explanted stent and analysis will be performed to determine the source of the tissue, whether the tissue is plaque or intimal. There were no adverse patient sequelae. There was no further intervention performed on the target lesion. No additional information was provided. Dil cath: 3.0 x 20 mm douvan; guide cath: 6 f ok4.5; stent: 3.5 x 28 mm xience v. (B)(4) - failure to follow steps/instructions for use. It was reported the xience v stent was successfully implanted; however, during a follow up visit a catheter was advanced into the lesion and the stent was then explanted when the catheter was removed. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the catheter with the stent implant if the stent is not fully expanded and apposed, damage to the stent or to the catheter. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, samplings of units are destructively tested to verify proper stent deployment. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Additionally, post dilatation was performed and there was no damage noted to the stent. It was reported the xience v stent was deployed so part of the stent extended into the ostium of the right coronary artery. It should be noted the xience v instructions for use states: fully cover the entire lesion and balloon treated area (including dissections) with this stent, allowing for adequate stent coverage into healthy tissue proximal and distal to the lesion. It was reported that tissue was noted to be on the explanted stent when it was removed from the patient anatomy. Tissue damage (injury to the coronary artery) is a known adverse event listed in the xience v instructions for use. It is likely that as the implanted stent was explanted from the lesion, this would contribute to the noted tissue damage requiring further hospitalization. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for device damaged by another device for this lot. There is no indication of a lot specific product quality deficiency. The reported device damaged by another device appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). Analysis noted only the stent implant was returned. There was blood and tissue visible on the stent struts consistent with the stent implanted in the patient anatomy. The entire length of the stent was stretched and mangled. There was one broken strut on the stent implant. It was reported the xience v stent was successfully implanted; however, during a follow-up visit a catheter was advanced into the lesion and the stent was then explanted when the catheter was removed which likely contributed to the damage noted to the stent.